Manufacturer narrative:
Bci hotline advised the customer to remove the wash buffer bottle from the reservoir, confirm the cap is tight, and replace the bottle back on the instrument. The customer confirmed the leak had stopped after replacing the wash buffer bottle on the reservoir. Service was not requested for this event.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that they observed a leak coming from the wash buffer reservoir's "over flow hole" on unicel dxc 600i synchron access clinical system. No injury to the user has been reported.